Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012. It is unknown what type of stent was implanted. On (B)(6) 2012, the patient died. Cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.